Event description:
A system operator reports a questionable outcome following refractive surgery on the left eye of one patient. Follow-up information indicated the surgeon did not feel the patient was harmed or injured by the event. At 3 months post-op the patient was overcorrected by +1.50 diopter sphere in the left eye. At 3.25 months post-op, an enhancement procedure was performed. The latest post-enhancement exam showed the patient was plano, but exhibited a one line decrease in bcva. Additional follow-up with the surgeon indicates he still feels the patient is not harmed or injured. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 12/19/2008.